Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed a leak due to the 2 way bio-chem valve lv8 (probe-wipe waste select) was not firing consistently and the red stripe tubing from the vic (vacuum isolator chamber) to lv8 was occluded, preventing the correct vacuum for the waste to be taken from the probe to the waste line. The fse replaced the 2 way bio-chem valve lv8 and all tubing from the vic to lv8, resolving the reported issue. The instrument was verified by running startup and controls with no further leaks or issues observed. (B)(4).

Event description:
The customer reported that approximately 1 ml of clear fluid was dripping from the probe of the coulter ac·t diff analyzer; the leak was not contained within the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.